Event description:
A 46 year old male with post cardiotomy cardiogenic shock presented for impella support. The user facility reported lack of distal pulses in impella inserted extremity, along with muscle spasms and plantar extension posturing. To avert potentially irreversible damage, the pump was removed and a fasciotomy was performed below the knee to treat compartment syndrome.

Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the limb ischemia was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of limb ischemia was most likely related to patient condition. The failure mode will be monitored and trended.